Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, while working on the bowel anastomose, it was noted that the tissue was thin or delicate so leakage occurred three times. Surgeon re-do the anastomosis 3 times and the procedure was extended by 3 hours. It was noted that there was unanticipated tissue loss as a result of the problem. Surgeon oversew the staple line. Incision was extended more than an inch due to the device problem.